Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s catheter was replaced on 2015-(B)(6). The old catheter was completely removed. The patient experienced increased pain even though the patient¿s dose had been increased. Information on when the patient¿s dose was increased was not available.

Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient lost therapeutic effect. The exact time frame was unknown. The patient had a pump refill the week prior to the report and the expected residual volume (erv) was approximately 12ml while the actual residual volume (arv) was approximately 18ml. They thought that the catheter may have been fractured. The reporter was unsure if a dye study had been performed or how why they suspected a catheter fracture since the volume discrepancy would suggest an occlusion versus a fracture. They also wanted to move the catheter higher as it was in the lumbar area and they wanted to get coverage higher up. A revision took place and when the catheter was removed there were no obvious fractures and no other catheter problems were determined. The catheter was replaced nevertheless and the physician decided to place the new catheter a little higher, into t1. The dose was also reduced from dilaudid 2.3mg/day to 1mg/day after the revision. As far as the reporter knew the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).